Event description:
The customer reported v1 and v3 signal loss of 12-lead ECG.

Manufacturer narrative:
The customer reported v1 and v3 signal loss of 12-lead ECG which could impact or delay diagnosis or treatment. The issue was resolved by replacing the ECG leads trunk cable.